Event description:
It was reported that while attempting to peel away the sheath, the wing snapped off prior to it being completely peeled away. There were no patient complications reported. Additional information requested. 10/14/2008 - follow up received stated a "little bit" of the sheath was left exposed, and was able to be pulled out of the patient. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.